Event description:
On 06/05/2000, chad received a telephone call from homecare provider. They informed the co that one of their pts called to inform them that the pt's regulator blew up and hit pt in the chest. The provider asked the pt if pt needed to see the doctor. The pt stated no, but pt had slight pain.